Event description:
A malfunction alarm was reported on a pump after it was dropped on the ground. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. The customer was assisted by technical support with resetting the malfunction code, which resolved the issue, and was advised to monitor for any recurrences.